Manufacturer narrative:
B3. Date of event, the exact date of the event is unknown, estimated. Upon further review it has been identified that this report is a duplicate report number: 2124215-2024-61736; therefore, any further updates and investigation associated with this event will be reported under: 2124215-2024-61736.

Event description:
It was reported that during a water vapor therapy procedure, the screen became black, and the generator no longer worked. After that, the case was completed with turp technique. There were no patient complications.

Event description:
It was reported that during a water vapor therapy procedure, the screen became black, and the generator no longer worked. The procedure was not completed and the information about the patient outcome is unknown. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Manufacturer narrative:
B3. Date of event, the exact date of the event is unknown, estimated.